Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and found faulty pim and replaced same and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed. The unit was swapped out with another to continue therapy. The unit alarmed for the reported malfunction. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: b6, b7, d1, d4(model# & catalog#), g1(contact person), h8.

Event description:
N/a.